Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.00/2.5/114 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). On (B)(6) 2022 the lens was explanted and on this same date replaced with a longer length lens and different lens power. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5: lens was exchanged on (B)(6) 2022 with a longer length lens due to low vault and problem was resolved. Cause of the event was reported as "user error"; the device did not fail to perform. Lens size wrong, a longer sized lens resolved the issue. Claim#: (B)(4).